Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophagogastroduodenoscopy procedure for esophageal varices performed on (B)(6) 2013. According to the complainant, the bands would not deploy, when the device handle was rotated. There was no damage noted to the device, or device packaging, prior to the procedure. Another speedband superview super 7 device was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device was performed. Upon investigation, it was noticed that the tripwire was not cinched into the handle slot. The handle slot was not deformed to indicate the trip wire was previously cinched. And, the handle rotated freely when turned. It was also noticed that there were 6 of the 7 bands remained on the ligator and one was broken. The suture had pulled free from all the bands, a biopsy cap was attached to the handle and the teeth of the ligator were damaged. Based on the evaluation of the device and evaluation of returned devices with similar issues, it appears that the trip wire was not properly secured during the procedure which then impacted the deployment activity of the bands. Therefore, ¿user / use error¿ is selected as the most probable root cause classification. A device history record (DHR) review of lot number 16249061 was performed and revealed no related issues to the reported complaint. There were no non-conforming events or any deviations identified in the DHR review. The DHR review confirms that the accepted device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophagogastroduodenoscopy procedure for esophageal varices performed on (B)(6) 2013. According to the complainant, the bands would not deploy, when the device handle was rotated. There was no damage noted to the device, or device packaging, prior to the procedure. Another speedband supervew super 7 device was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.